Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient recently underwent an ablation (endoscopic cardiac procedure) during which they had turned off the implantable neurostimulator (ins) with the smart programmer beforehand. After the ablation, patient could no longer connect with the ins, and a message appeared indicating that all data had been lost and that patient should contact a doctor. When manufacturer representative (rep) connect via the doctor's app, the smart programmer displays the message power on reset (por). Impedances were good, and fortunately, the data does not seem to be lost. The patient has shown how patient turned off the ins, and patient does it correctly. No diathermy was used. No cause known. Healthcare professional (hcp) used clinician app and problem was solved.

Event description:
Additional information was received. The indication for use was fecal incontinence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.